Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. The following information was requested, but unavailable: which portion of the inner sterile packaging integrity was compromised? Was there damage (hole/tear) to the tyvek? Or was there damage (hole/tear/etc.) To the blister? Is a photo of the damage available?

Event description:
It was reported that during a laparoscopic colectomy procedure, after opening product for case it was discovered that the integrity of the inner sterile packaging may have been compromised. A different stapler was opened. Surgery delayed by five minutes. There were no adverse consequences for the patient.